Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with severe calcification and moderate tortuosity. The 4.0 x 48mm xience skypoint (sds) was advanced into a 6fr non-abbott guide catheter (gc); however, during advancement the stent struts got caught in the proximal end of the gc and the struts were noted to become lifted. The sds was removed from the guiding catheter without resistance. The 4.0 x 15 mm xience skypoint stent delivery system (sds) was then advanced. Resistance was noted due to the severely calcified lesion, and the proximal shaft became separated in two pieces outside the patient. The separated portion was simply removed outside the patient from the gc using forceps. Two xience skypoint stents were implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to difficult to advance include, but are not limited to, patient disease state, guiding catheter support or damage to the guide catheter, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous lesion during advancement, as resistance was noted, causing the reported difficult to advance. It is also possible that further interaction with the challenging anatomy may have contributed to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.